Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall distal of the proximal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the pinhole or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 85% stenosed 32x3.5mm target lesion contained >45 and <90 degree bend and was located in the severely tortuous and moderately calcified mid left anterior descending artery. Following predilation with an unspecified balloon catheter, a 2.00mm x 15mm maverick² balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed balloon pinhole.